Manufacturer narrative:
This kit lot used was expired on 10oct2020. Abbott diagnostics (B)(4) does not support the use of expired kits and does not have any data to make any claims on results generated after the expiration date.

Event description:
The customer reported false positive result with the ID now covid-19 assay, using expired test component. The report date (B)(6) 2020. Repeat and confirmation testing was not performed. The customer stated the patient was symptomatic. No additional patient information including treatment and outcome was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.